Manufacturer narrative:
The product has arrived for evaluation, however, the product evaluation results are pending. Once the results become available a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the oximetry catheter, medication leaked out of the optical module connector. The catheter was inserted into the patient at emergency outpatient on (B)(6) 2024 and the patient received treatment for bacterial pneumonia. The catheter was removed on (B)(6) 2024. The issue was identified a few days prior to the removal of the catheter, however, the customer continued using the catheter as the leakage amount was small. No patient injury was reported due to the issue. The patient outcome for bacterial pneumonia is recovered.

Manufacturer narrative:
One triple lumen oximetry catheter was returned for evaluation. Non-edwards injection ports were attached at medial and proximal hubs. The customer report of leakage issue was confirmed. Blood was visible at optical module connector. Leakage was detected between distal lumen and optical fiber lumen inside backform. No leakage or occlusion was observed in proximal and medial lumens. No other visible damage/inconsistency was observed from the returned catheter, especially at catheter tip. A cut down of the backform was performed for further evaluation, and a gap was observed inside the backform between distal lumen and optical fiber lumen that could lead internal leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A CAPA was generated to investigate and perform actions regarding the leakage in the backform of presep products. There are process controls in place to detect the reported condition, and 100% of the units are tested to identify any defect before the product can be distributed to the field. In addition, based on the product investigation, there is no evidence that the failures are related to a manufacturing defect, as the devices passed all the associated testing before distribution to the field, where the issue was observed. Although a fundamental root cause was not able to be determined; opportunities of process enhancement were identified to strengthen the manufacturing process. As part of the manufacturing process, 100% of the units go through a dry leak test. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.